Manufacturer narrative:
Product complaint # (B)(4). D.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. E.1: the initial reporter contact information is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Clinician assessment: since the event may have resulted in permanent impairment of a body structure and required a surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The event is reportable to the us FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
This complaint is from a literature source and the following citation was reviewed: lehmann, p., brun, g. & dory-lautrec, p. An unusual stroke etiology: delayed coil migration. Case report.. Sn compr. Clin. Med. 3, 360¿362 (2021). Https://doi.org/10.1007/s42399-021-00732-7 background and purpose: endovascular treatment is currently the treatment of choice for many intracranial aneurysms. Based on a case report and literature review, we wish to call attention to a potential complication. Delayed coil migration is rare but can lead to stroke and needs to be known. Cerenovus devices that were used in this study: qty (B)(4) each: codman presidio 10 cerecyte 4 mm × 11.5 cm; deltaplush 10 cerecyte 3 mm × 6 cm; deltaplush cerecyte 2 mm × 4 cm; deltapaq 10 cerecyte 1.5 mm × 4 cm adverse event(s) and provided interventions associated with a cerenovus coil: qty 1: (coil migration/embolic stroke/surgical intervention & medication required) a middle-aged female presented with a subarachnoid hemorrhage. Selective endovascular embolization was performed. At day 16, she woke up with sudden left hemiplegia, extensive right middle and anterior cerebral stroke due to partial coil migration to right a1 segment with clot around the loop, causing compromised severe blood flow. Mechanical thrombectomy was initiated but attempted endovascular retrieval was unsuccessful. Anticoagulation with heparin was initiated to prevent stroke recurrence. She recovered with slight disability and her modified rankin scale (mrs) score was 2 at 3 months.